Event description:
A purchasing manager reported that an intraocular lens (iol) was explanted as the lens was dislocated 3 days after the initial procedure of vitrectomy. The iol was replaced with a sulcus lens as the capsule was not intact. Additional information has been requested and received stating the patient symptoms were resolved.

Manufacturer narrative:
Only the lens was returned sealed inside a small self sealing non-company pouch. Solution was dried on the lens. The optic was cut into two portions, typical of damage created to help facilitate a removal from the eye. The posterior of one optic portion has scratches. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was returned in pieces, typical of damage created to help facilitate iol removal from the eye. A review of the product history records indicate that the lens met release criteria. Information was provided in the file that indicated the acu0t0 20.0 lens was removed and replaced with an ma60ac 20.0 diopter lens. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).